Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply and the power motor relay board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the vertical lift column on the 9800 system would not go up or down. No pt injury was reported.